Manufacturer narrative:
This report is submitted on september 29, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment. The patient was placed under general anesthesia on (B)(6) 2022 in order to exchange to a longer abutment.